Event description:
It was reported since (B)(6) the patient had been feeling "drawing" when she was recharging. It was noted the patient laid on her recharger for several hours during charging. The patient was seen three weeks prior to this report and impedances checked out normal. An incident was reported where the patient was driving with her stimulation on and she turned her head and felt a jolting sensation from her buttock to her hip. On the date of this report the patient was complaining of a jolting sensation in her hip, back, and leg area. Impedances were tested again and all came back normal. The adaptivestim (as) feature was turned off and the patient was to manually adjust stimulation. The patient was going to try it, keep a diary, and would be seen on (B)(6). Additional information received following the patient's follow-up appointment reported the patient continued to feel an intermittent shocking sensation from her implantable neurostimulator (ins) site down to her legs. It was reported with palpitation, with stimulation on and off, the patient felt a jolting sensation at the bottom of the base of the ins. The patient also had difficulty charging and reported she felt a jolting sensation when she laid on it. It was noted the ins site looked like a development of a neuroma. It was reported there was no issue with the connection when palpitation was done and current impedance measurements were normal. Additional information received 8 days later reported the as was turned back on at the patient's last appointment and reprogrammed for coverage. The patient had seen her physician the day prior. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the restore sensor (model 37714, serial# (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n330011, implanted: (B)(6) 2012. Product type: screening device: product ID 3550-39, lot# n328881, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported the patient was going to have surgery and the physician wanted to replace the patient's neurostimulator as well. A surgery date had not been scheduled. Additional information received 2 weeks later reported the surgery was scheduled for (B)(6) 2012. Additional information received reported the patient's battery was explanted due to shocking/jolting. The patient wanted her stimulator moved so it was not sitting on her buttocks area. When the battery was replaced the pocket was moved up.